Event description:
Customer reported that while priming, insulin began to squirt out of the pump and he received an error alarm. Customer reported that the insulin pump's drive support cap was sticking out. Blood glucose level was 137 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip and a cracked belt clip slot.